Event description:
The catheter was being placed into the bladder, however, the physician encountered difficulty passing the catheter into the bladder. The stiffening cannula was then inserted to assist in placing the distal pigtail. After insertion, the physician was able to form the proximal loop, but was then unable to remove the stiffening cannula. The physician believed the small size of the renal pelvis was making the proximal loop too small. Unable to proceed forward or backward with regard to formation of the loop and also unable to remove the stiffening cannula, the physician decided to cut the catheter and place a guidewire to assist in removing the entire system. They then placed another catheter, without the use of the stiffening cannula and placement was successful.